Manufacturer narrative:
Due character limit e1 contact person name- (B)(6), event site name- (B)(6), event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm by getinge fst cs300 intra aortic balloon pump(iabp), was turing off when unpluged. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 initial reporter - tunahan sabuncuogullari updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields - d5, e1(initial reporter, event site email), e2, e3, e4 it was reported that during maintenance by getinge field service engineer (fse) the cs300 intra aortic balloon pump device turns off when unplugged. He states, it was detected that the device shuts down when the mains voltage was cut off during maintenance. The device's batteries were detected to be defective. The device's batteries need to be replaced. Functional tests of the device have been performed. The device only operates from mains voltage. Since the institution did not provide spare parts, the service order was closed due to timeout. When parts are supplied, a service visit can be provided by calling getinge service center at 444 48 24 and requesting a new registration. No repair information available. In future if we receive any repair information will reopen and update the investigation.